Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manu facturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation; the purple connector was missing. The sample received shows traces of the bonding agent on the union section between the extruded tube and the purple connector. The product is manufactured to withstand forces up to 3.5 pounds; therefore, if a force greater than 3.5 pounds is exerted between the purple connector and the tube, then the purple connector will detach from the tube. The current manufacturing process was reviewed and all product manufactured is meeting quality and manufacturing specifications. No further actions are deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the purple end connection came off of the tube.